Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that cable-mounted plug connector, designator p14, of the therapy connector assembly was not properly seated to pcb-mounted jack connector, designator j14, of the therapy pcb assembly. Physio-control then reseated p14 to j14 and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing a preventative maintenance (pm) evaluation on their device it was observed that it would not detect that the therapy cable assembly was connected. As a result, the test load could not be detected and defibrillation would not be possible (if it were necessary). There was no patient use associated with the reported event.